Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing and pacing was not delivered when required. It was also noted that the pacing impedance measurements were high and out of range. It was found the lead had perforated the heart wall. An invasive procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.